Event description:
It was reported the lead had high thresholds and had been programmed to 5.0 volts @ 0.5 ms since implant. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.